Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens was performed on a female patient due to the patient experiencing halos and glare. No vitrectomy or incision enlargement was conducted. The surgeon replaced the lens with a non-abbott medical optics lens. The patient had a visual acuity of 20/30 on post-op day #1. No other information was provided.

Manufacturer narrative:
The intraocular lens (iol) was discarded by the customer; therefore product testing could not be performed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.